Event description:
Patient was having an upgrade to a bi-ventricular implanted cardioverter/defibrillator. The coronary sinus was occluded proximally distal to the cardiac veins, at this time using a bmw guide wire which was advanced through the coronary sinus into the anterior cardiac vein. Several attempts were made to advance the quadripolar pacing catheter into the cardiac vein. The attempts were unsuccessful. At ths time using a coronary balloon to dilate this segment was also unsuccessful. In the process of removing the guide wire, the balloon and wire were dislodged and retained in the anterior cardiac vein. It was felt it appropriate to not make any attempts to retrieve which could be more complex and complicated as there was no hemodynamic compromise.